Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nano¿ 2nd gen pen needles clogged during injection. This was reported to have occurred once and no patient impact was mentioned. The following information was provided by the initial reporter: needle clog during injection, stated that there is no insulin flow. Consumer does not re-use. Lot #: 1237267. Catalog #: 320550. Date of event: unknown. Samples: discarded.

Event description:
It was reported that bd nano¿ 2nd gen pen needles clogged during injection. This was reported to have occurred once and no patient impact was mentioned. The following information was provided by the initial reporter: needle clog during injection, stated that there is no insulin flow. Consumer does not re-use. Lot #: 1237267. Catalog #: 320550. Date of event: unknown. Samples: discarded.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.